Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported a 25mm aortic valve presented calcification and stenosis after an implant duration of approximately six (6) years, five (5) months. The hospital was planning to do a new intervention with a transcatheter valve. No additional information was provided.